Event description:
A surgeon reported a pt's intraocular lens (iol) rotated one week following iol implant surgery. The surgeon reported the instability of the iol may be related to the pt having a long axial length. The surgeon reported an additional surgical procedure was performed to rotate the iol. In a f/u, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/13/2009, 05/14/2009, and 05/18/2009 by phone, fax, and mail. A completed questionaire was received on 06/01/2009.